Event description:
It was reported that during discontinuation of the catheter, it broke at the hub; single wire noted at hub, clamp applied to same, dr came and removed remainder of catheter intact, without difficulty. It was further reported that a chest x-ray was performed during this occurrence. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Catheter was completely broken inside introducer hub. Catheter body was damaged near the proximal end of thermal filament. Broken ends of catheter body at site of damage appeared rough, and broken ends of catheter body matched to each other. Thermal filament leadwires were also pulled away from solder joints at the thermal filament. Thermal filament did not appear to be damaged. Thermal filament cover was completely torn around the location of where the catheter body got broken. Thermistor leadwires were completely broken and pulled out of catheter body. Distal section of catheter body could be pushed out of introducer without any difficulty. No apparent indication of damage or impact was noted from the outside of introducer hub.